Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed denovo lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 20mm x 3.25mm quantum maverick balloon catheter was inflated on the first inflation to 14atms for "a few seconds", when a balloon rupture occurred. The balloon catheter was successfully removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)